Event description:
Upon responding to an air in blood alarm, microbubbles were noted from the arterial chamber to the venous chamber and into the pt line. The pt complained of shortness of breath and was hospitalized for observation. Gambro technical services (gts) performed the 7 microliter bubble test with no failure of the uabd. An "rga" was issued from gambro mexico for return of the blood set in use.